Manufacturer narrative:
The devices subject of the reported event were returned to steris for evaluation. Upon evaluation, it was discovered that the tension cables to both devices were broken. The cause of the broken tension cables was attributed to user facility personnel not using the sterilization sleeve of the grasper. The snowden-pencer mis diamond-flex triangular retractor IFU states, "when sterilizing or storing the device, always use protective sterilizing sleeve provided. Failure to use the sleeve may result in premature device failure. This device should never be folded or bent to fit into a small sterilization tray." A steris account manager provided in-service training on the proper use and operation of the retractor. No additional issues have been reported.

Manufacturer narrative:
Steris is pending the return of the devices subject of the reported event for evaluation. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that during patient procedures two of their snowden-pencer mis diamond-flextriangular retractors "broke" resulting in procedure delays. No report of injury.